Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 23 mg/dl, 28 mg/dl, and 103 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown as the meter serial number was not provided by the customer. The date entered in section h4 is the complaint awareness date.